Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting to us that on (B)(6), 2010, the patient underwent a successful acl repair with the use of rigidfix cross pins for fixation. At some point post-operatively during a routine follow-up examination, it was somehow discerned that there were some loose rigifix pin fragments in or around the joint area. A re-surgery was scheduled for sometime in may, and at that time, the fragments were removed; the surgeon noted that the original repair was intact and in good order, no further intervention needed. This procedure was concluded successfully without further issue or harm to the patient.